Event description:
The hcp reported that the patient received a 177mcg bolus of baclofen in less than 6 minutes. The old drug desired dose had been programmed as 720mcg instead of 240 mcg. The pump ran for 48 minutes. The pump was updated when the error was noted. The reporter indicated that the patient "did not/has not had any overdose symptoms".